Event description:
Discordant advia centaur troponin results were obtained on pt samples. The results were reported to the physician. The samples were retested and corrected reports were issued. Pts had been admitted to the ICU based on the initial troponin results. There are no reports of adverse health consequences due to the discordant advia centaur troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt samples. The results were reported to the physician. The samples were retested and corrected reports were issued. Pts had been admitted to the ICU based on the initial troponin results. There are no reports of adverse health consequences due to the discordant advia centaur troponin results.

Event description:
Discordant advia centaur troponin results were obtained on pt samples. The results were reported to the physician. The samples were retested and corrected reports were issued. Pts had been admitted to the ICU based on the initial troponin results. There are no reports of adverse health consequences due to the discordant advia centaur troponin results.

Manufacturer narrative:
The customer had notified siemens that they were experiencing issue with discordant troponin results. A siemens field service engineer (fse) called the customer to verify instrument operation. Via telephone the fse was able to determine that the cause for the discordant troponin results was due to the wash 1 container being empty. The fse had the customer replace and prime the wash 1 fluid. The instrument is operational. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The customer had notified siemens that they were experiencing issues with discordant troponin results. A siemens field service engineer (fse) called the customer to verify instrument operation. Via telephone the fse was able to determine that the cause for the discordant troponin results was due to the wash 1 container being empty. The fse had the customer replace and prime the wash 1 fluid. The instrument is operational. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
The customer had notified siemens that they were experiencing issue with discordant troponin results. A siemens field service engineer (fse) called the customer to verify instrument operation. Via telephone the fse was able to determine that the cause for the discordant troponin results was due to the wash 1 container being empty. The fse had the customer replace and prime the wash 1 fluid. The instrument is operational. The instrument is performing within specifications. No further eval of the device is required.